Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, and a visual inspection of the returned device as well as inspection of unused product were conducted during the investigation. The visual inspection of the returned package confirmed one micropuncture transitionless stiffened cannula access set to cook for investigation. Physical examination of the returned device showed that the wire guide was separated and that the coils were elongated 1.9cm from the distal weld. The coil elongation was 2mm. Investigators were able to recreate the reported failure. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures and overall device history record was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = pre-amendment. Device evaluated by mfg = other - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was initially reported that upon removing the device from the package, prior to an unknown procedure, the tip of a component within a micropuncture transitionless stiffened cannula access set was bent "180 degrees". Another set was opened and the procedure was completed. Upon return to the manufacturer on 12feb2019, the device was found to be separated. The complaint device did not make patient contact.